Event description:
Upon receipt of information received and reassessment of the reported event, it was determined that this device was not related to the event.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined that this device was not related to the event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: unknown humeral bearing; unknown humeral stem; unknown humeral bearing; unknown glenoid baseplate. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01776.

Event description:
It has been reported that approximately 3 months post implantation, the patient has had complaints of pain and alignment issues of the devices in the l shoulder. The patient indicates that the shoulder seems to pop out, and surgeon tells him that devices are coming out of alignment. There has been suggestion of surgical intervention, but none to date. Attempts have been made and no further information has been provided.

Event description:
From additional information received, the patient was revised. The patient further alleged unknown components were noted to be loose during the revision procedure.

Manufacturer narrative:
Product code - phx UDI number - (B)(4). Concomitant medical products: comp rvrs shldr glnsp std 41mm catalog # 115320 lot # 352060, comp rvs cntrl 6.5x45mm st/rst catalog # 115399 lot # 57347, comp lk scr 3.5hex 4.75x35 st catalog # 180554 lot # 700070, comp lk scr 3.5hex 4.75x35 st catalog # 180554 lot # 466990, comp lk scr 3.5hex 4.75x20 st catalog # 180551 lot # 993730, comp lk scr 3.5hex 4.75x20 st catalog # 180551 lot # 807940, comp primary stem 16mm mini catalog # 113636 lot # 882800, comp rvs tray +5mm co 44mm catalog # 115375 lot # 350670, bearing e1 humrl std 44-41mm catalog # ep115396 lot # 429540.

Event description:
It was further reported through patient's operative reports that the patient experienced subluxation approximately two months post-implantation. The patient was treated with home therapy exercises. The patient visited the emergency room approximately three months post-implantation due to pain and alleged dislocation; however, hospital staff confirmed the prosthesis was in the correct position and no dislocation was present. Patient was placed in an arm sling. Further, approximately six months post-implantation the patient had four episodes of subluxation and was prescribed at home exercise therapy.

Event description:
No further event information available at the time of this report.